Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed, and the device was not explanted. The device will not be returned. No product is available for investigation. The heartmate 3 lvas IFU, rev g is currently available. This IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 19 jan 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to an unknown cause on (B)(6) 2021.